Event description:
Sling broke during mobilization, patient fell to the chair from a short distance. No injury reported.

Manufacturer narrative:
Additional information will be provided following the conclusion of the manufacturer's investigation.